Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 158 mg/dl at the time of the incident. Customer stated that they were on a bike ride when the alarm occurred. Customer stated there might have been a little sweat on the bike ride. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.